Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information indicates that the incision site never properly healed and some oozing was noted. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.